Event description:
User alleges that when injecting himself with insulin he received fourteen units instead of eight. He claims that he suffered a reaction because of this add'l dose, and when getting out of bed to get help he injured his foot. The injury resulted in a visit to the hospital, where he received surgery on his injured foot.